Event description:
One magnetic resonance imaging patient was scheduled on a sunday morning. MRI non-contrast was ordered to test for muscle weakness. Immediate heat sensations occurred in the brain and was reported by the patient to the technician. The technician stated possible nerve friction and continued the MRI another quarter hour. After the MRI the patient was disoriented. The burning sensations continued and worsened. The patient experiences incapacitation and disability in various functions and decreased energy. The patient states the weight of head and eyes mandated continuous sleeping. Patient reports suffering burns in brain, embers and a scorched feel. Patient complains of brain swelling, optic injury and nerve damage, excruciating ear pain and an inability to lay on pillow; head and neck swelling, swollen lymph nodes, mild fever, pressure in teeth, pressure in head. Patient feels heart has been affected. By day twelve, patient could not move neck and upper back between shoulder blades due pain and stiffness. Patients reports stabby shoulder pain and weak arms. Random jerks and movements are felt in extremities and upper body with decreased breaths and pains in torso. Patient could not wash dishes washing without weakness in arms and forearms, brain pain and various discomforts. Patient describes sharp, aggressive pain in brain and feels brain swelling with tenderness and pulsing in the center of the brain; sharp pains are experienced across eyes and orbits. Patient reports involuntary movements of head, a heavy head. Patient describes waves of yellow light washing across eyes, bright yellow flashes in corners of eyes, and glowing descending yellow light when eyes are closed. Patient reports disability. Patient reports minimization of injuries by facilities and lack of quality of care with insufficiencies in caring for the severity of the condition caused by MRI heat. Lack of transparency in healthcare. Radiofrequency ablation is serious but is ignored and no treatment given with continuation of heat, burning, traumatic brain injury symptoms, nervous system spasms and optic neuritis present.